Event description:
Rptr had on job accident on 6/26/91. Lumbar laminectomy surgery was done on 8/8/91. On 10/15/91 dr redid lumbar laminectomy. On 4/20/92 dr did s1 fusion, implanted posterior instrumentation from l-4 to the sacrum.